Event description:
While the ventilator was connected to a pt, it was noticed that it delivered a tidal volume of over 6000 ml instead of the set tidal volume of 500 ml. (B)(4)

Manufacturer narrative:
(B)(4)